Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a blood glucose level of 325 mg/dl upon waking, and subsequently replaced the inset infusion set; the user was unsure of the cause. Symptoms included dry mouth. Outcomes included a reduction of blood glucose to 141 mg/dl after the infusion set change, with no hospitalization or medical intervention reported. Investigation included troubleshooting and user education performed during the call. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, and no device malfunction or specific component failure was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.